Manufacturer narrative:
On september 8, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te w/sut tabs 650cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were noted, the tear a on the posterior aspect at the suture tab at the 3 o¿clock position, and the tear b on the anterior aspect measuring less than 0.1 cm. Microscopic examination was performed on the edges of tear b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Microscopic examination was performed and the cause of tear a could not be identified. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Dimensional inspection of the thickness of the shell is performed 100% and per procedure, all non-conforming devices are scrapped. Neither the lot was associated with any nonconformance, nor were there any devices rejected in-process for defects related to thickness inspection. Additionally, processes, equipment, or tools that could cause a tear/rupture in the shell were evaluated and were identified as a non-contributing factor for the rupture found. Manufacturing records and processes including process controls collected and reviewed for the device are within specification. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt, the previously unspecified device was a 650cc mentor cpx 4 breast tissue expander with suture tabs. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor tissue expander and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.